Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending (lad) artery with mild tortuosity and 95% stenosed. Resistance was not felt during advancement of the 2.0 x 20 mm mini trek rx balloon dilatation catheter (bdc) through the lesion and crossed successfully. The balloon leaked when it was inflated to 5 atmospheres. A replacement mini trek was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported rupture was confirmed. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case it is likely that the balloon interacted with the mildly tortuous and 95% stenosed lesion such that the balloon became damaged (scratched) and subsequently ruptured during inflation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.